Event description:
It was reported that vns patient is experiencing persistent cough starting about a year ago. Ent was seen and stated that patient's left vocal cord is not working. Patient was referred to CT scan. The neurologist does not believe there is any relationship with vns, however feels further investigation is needed.